Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: this record captures the 3ml syringe. It was reported by customer that the small leak was observed at the connection between the 3 ml syringe (with n40) and the fluid dispensing connector. Verbatim: tanovea 0.74 ml was drawn into a 1 ml syringe and attached to the fluid dispensing connector connected to the c-35 vial access device. This was then connected to the 20 ml syringe containing 11.5 ml of 0.9% sodium chloride to create a total volume of 12.2 ml. After dilution a large bubble was in the patient syringe, the 1 ml syringe was removed and replaced with a 3 ml syringe attached via an n40 connector. Per our master formulary records, the diluted solution needs to be pushed back and forth slowly between syringes a total of five times to ensure thorough mixing. On the final push, a small leak was observed at the connection between the 3 ml syringe (with n40) and the fluid dispensing connector. This resulted in the release of diluted tanovea. Additional information so the pieces were: two c-35 bd phaseal¿ optima infusion connector, lot: 2412504 product number: 515070. One fluid dispensing connector, lot: 0061962180 product number: 415080. N40 connector (with 3 ml syringe), lot: 2411305 product number: 515056.

Manufacturer narrative:
Following the submission of the initial MDR, it has been determined this is not a bd product. MFR#: is void as a result.

Event description:
No additional information.